Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have performed short self-testing on the device and all tests passed. The customer reported that the ventilator was returned to service.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a severe occlusion diagnostic message. Although requested, information regarding the intervention taken on the behalf of the patient and patient outcome has not been provided.